Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis was performed when the issue happened. The procedure was completed by manually movement. A philips field service engineer (fse) inspected the system onsite and confirmed that c-arm could not be moved. After reviewing log file, fse did not found any malfunction. Upon some functional test, fse found that fd shift pot was failing and unable to move c-arm. Fse replaced fd shift pot and recalibrated the potentiometer. After replacement of fd shift pot, the system returned to use in good working order.

Event description:
It has been reported to philips that the c-arm could not be moved. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the potentiometer which returned the device to use in good working order.